Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a very calcified and 95% stenotic lesion in the proximal circumflex coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.